Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 7.7 mmol/l at the time of incident. The customer stated that that the insulin was squirting out. The customer stated that they were stuck in rewind loop. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support. Upon visual inspection the motor had corroded home switch and corroded keypad traces. Unable to perform occlusion test, self-test, off no power test, a21 error test, prime test and excessive no delivery test due to motor error alarms. Unable to verify a33 alarms due to motor error alarms. No rewind anomaly noted. All operating currents are within specification. All of the buttons are functioning properly. The insulin pump passed displacement test and rewind. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked display window, cracked case and scratched reservoir tube window.